Event description:
The customer reported this lead was capped because of a fracture. A new lead was implanted with no adverse pt effects reported. The lead was actively implanted for approx 1 year, 8 months.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was implanted with no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.